Event description:
Device 2 of 2 , reference MFR report: 3008829311-2017-00392. Additional information received indicated the patient was implanted with 3 leads all from lot ab2232 and not 1 lead from lot ab2252 (MFR report: 3008829311-2017-00393) as initially reported.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00392. The patient had 3 leads (2 from lot ab2232 and 1 from lot ab2252) implanted as part of her axium neurostimulator system. It was reported the patient's system was explanted due to the patient experiencing pain and weakness to her left lower extremity.